Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A new cartridge was successfully loaded to address the event. There was no adverse impact to the customer blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.